Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat lesion located in the mid to proximal, heavily calcified, moderately tortuous, left anterior descending artery. A non-abbott 2.5 x 13 mm dilatation balloon failed to cross the lesion. The 2.0 x 15 mm tenku balloon catheter was advanced to the lesion without resistance; however, the balloon ruptured when inflated for a 3rd time before it reached nominal pressure. The lesion was further dilated with a 2.5 x 15 mm non-abbott balloon catheter. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku rx balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.